Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 300s-400s (mg/dl) since (B)(6) 2016 despite changing infusion set types. Reportedly, customer believed that the pump was not delivering insulin. Customer administered manual injections to treat bg levels, and reverted to insulin injections for diabetes management on (B)(6) 2016 per their health care provider's recommendation. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.